Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: it was reported that there was maybe couple of tubes that were bad (poor barrier separation). After using more of the tubes, it seems that there was maybe couple of tubes that were bad. We are research lab and we do not frequently use them. If we have issues in the future we will contact again.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: it was reported that there was maybe couple of tubes that were bad (poor barrier separation). After using more of the tubes, it seems that there was maybe couple of tubes that were bad. We are research lab and we do not frequently use them. If we have issues in the future we will contact again.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: it was reported that there was maybe couple of tubes that were bad (poor barrier separation). After using more of the tubes, it seems that there was maybe couple of tubes that were bad. We are research lab and we do not frequently use them. If we have issues in the future we will contact again. Additional information received (02/15/2022): this pr will be cancelled as a duplicate of 4308597. Customer's response appears to be referencing the original pr (4308597) and not indicating a new incident date.

Manufacturer narrative:
The following fields have been updated due to corrections based on the information provided in the b.5. Event description. MFR report # 1024879-2022-00072 from pr # 4383973 will be cancelled. B.5. Event description: it was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: it was reported that there was maybe couple of tubes that were bad (poor barrier separation). After using more of the tubes, it seems that there was maybe couple of tubes that were bad. We are research lab and we do not frequently use them. If we have issues in the future we will contact again. Additional information received (02/15/2022): this pr will be cancelled as a duplicate of 4308597. Customer's response appears to be referencing the original pr (4308597) and not indicating a new incident date.